Manufacturer narrative:
(B)(4).

Event description:
See also MFR report 3004209178-2010-04468. The pt experienced shocking on four different occasions in one week. It occurred out of the blue. The first time was on (B)(6) when the pt was moving rocks and was briefly zapped. The second time was on (B)(6) when he was putting stakes in the ground. The third time was on (B)(6) when the pt was using a saw. The last time it occurred, the pt was getting into his truck. The shocking was felt throughout the body; the pt had no falls. Movement did not cause stimulation changes. The pt was in fair condition and he had an appointment to see his physician (B)(6). Further info is being requested from the hcp.